Manufacturer narrative:
Concomitant medical products: dtmb1qq ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had elevated capture thresholds. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than expected. Reprogramming was done to optimize battery longevity. The device and lead remain in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.